Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple minimum fill notifications while attempting to load 2 cartridges with 300 units of insulin. The customer successfully loaded a third cartridge and resumed insulin delivery. Blood glucose was not impacted.